Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient would receive an informational power on reset (por) a couple times a day and they would clear it with their patient programmer (pp). The rep did not know what the por code was. The rep was going to call the patient back to discuss electromagnetic interference (emi) and reasons for the por. The rep stated it happened once between the implant date ((B)(6) 2017) and (B)(6) 2017. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the patient did not notice any symptoms related to the information power on reset messages that were appearing on the patient programmer. As troubleshooting, the manufacturer representative checked the impedances and everything was normal. No actions were taken as the error messages seemed to stop happening, and there was no cause determined. It was noted that the patient¿s weight was approximately (B)(6). There were no patient symptoms or complications reported.